Event description:
It was reported "after the catheter inserted, the central lumen broken, change the new catheter". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer submitted one photo for analysis: reference. The photo shows the distal end of an in-tra-aortic balloon catheter (iabc). The central lumen was observed to be broken within the flex-tip assembly area, and blood is visible within the bladder/helium pathway. Therefore, the customer complaint of a broken central lumen was able to be confirmed by the photo. The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "central lumen broken" was confirmed based on the customer sup-plied photo. In the photo, the central lumen was noted broken within the flex-tip assembly area. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undeter-mined. No further action required at this time. The reported complaint will be monitored for any de-veloping trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter inserted, the central lumen broken, change the new catheter". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".